Event description:
It was reported that the patient experienced an irreversible ischemia and a target limb amputation was performed. The patient underwent treatment with two 6x60, 130 cm eluvia devices on (B)(6) 2017 as part of the regal clinical trial. On (B)(6) 2017, the patient experienced an irreversible ischemia. Target limb amputation was performed. The event was assessed as resolved as of (B)(6) 2017. Additional information stated that the patient underwent treatment with the eluvia device on (B)(6) 2017 as part of the regal clinical trial. The lesion in the mid and distal sfa (proximal popliteal artery involved) of the right limb was treated. The lesion was 150mm in length and 90% stenosed. Reference vessel diameters were 6mm proximally and distally. No pre-dilatation was performed and the lesion was crossed through the true lumen. Two eluvia stents were implanted (6x100mm and 6x60mm). Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel post procedure. On (b))(6) 2017, the physician re-assessed the irreversible ischemia and target limb amputation as not related to the device.

Manufacturer narrative:
Device is a combination product. Updated event description, implant date.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient experienced an irreversible ischemia and a target limb amputation was performed. The patient underwent treatment with two 6x60, 130 cm eluvia devices on (B)(6) 2017 as part of the (B)(6) clinical trial. On (B)(6) 2017, the patient experienced an irreversible ischemia. Target limb amputation was performed. The event was assessed as resolved as of (B)(6) 2017.